Manufacturer narrative:
The recipient is reportedly being treated with antibiotics (type unknown). The recipient is able to use the device. The infection is near the incision site; however, it has not been determined if it is related to the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reported experiencing an infection after initial implantation. Revision surgery is under consideration. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. The recipient was reportedly prescribed levaquin for three weeks to treat pseudomonas infection. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, h.6, d.9, d6b. The recipient's device was exposed and was fell out of the skin. The recipient was advised to seek medical intervention for the open wound. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. The recipient remains implanted. The recipient continues to use the device and will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.